Event description:
Complainant alleged that during a routine shift check by a clinician, the power charger was unplugged and the device would not power on. When the malfunction occurred the clinician installed a new battery, and had the same result. The complainant indicated that there was no pt involvement in the reported failure.